Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on investigation results and the information provided by the customer an assignable cause of procedural factors will be assigned to the reported events of broken coil and un-retrievable device fragments. Additional information provided by the customer indicated that the second coil was pushed beyond the proximal marker of the microcatheter resulting in the aneurysm rupture. Per the dfu; ¿advance and retract the target detachable coil carefully and smoothly without excessive force. If unusual friction is noticed, slowly withdraw the target detachable coil and examine for damage. If damage is present, remove and use a new target detachable coil. If friction or resistance is still noted, carefully remove the target detachable coil and microcatheter and examine the microcatheter for damage. Also, advancing the delivery wire beyond the microcatheter tip once the coil has been detached involves risk of aneurysm or vessel perforation and continue to advance the target detachable coil until the radiopaque proximal marker on the delivery wire is exactly distal to the proximal marker on the 2-tip microcatheter. Tighten the rhv to prevent movement of the delivery wire.¿ because the device dfu specifically cautions against advancing the coil past the proximal marker, the cause of the aneurysm rupture event is considered to be related to user error.

Event description:
It was reported that during the procedure, difficulty was encountered while deploying the second coil (subject device). The coil was pushed beyond the proximal marker of the microcatheter causing the aneurysm to rupture. The coil fractured inside the patient anatomy and the broken portion of the coil was not able to be removed and was left inside the patient anatomy. The procedure was completed with another product but the patient was in critical condition due to this event. No further information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, difficulty was encountered while deploying the second coil (subject device). The coil was pushed beyond the proximal marker of the microcatheter causing the aneurysm to rupture. The coil fractured inside the patient anatomy and the broken portion of the coil was not able to be removed and was left inside the patient anatomy. The procedure was completed with another product but the patient was in critical condition due to this event. No further information is available.